Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the patient's activated clotting time (act) level was 318 seconds and 10k heparin was administered. Towards the end of the procedure, the act was 438 seconds. The amulet was successfully implanted. That night after the procedure, the patient had a pericardial effusion that led to cardiac tamponade. A pericardiocentesis was performed and drained 250cc off from the patient. The patient stayed in the hospital for three days. The cause of the pericardial effusion was believed to be due to the high act level as well as a low platelet count. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion developed into cardiac tamponade requiring pericardiocentesis was reported. Information obtained from the field indicated that during the procedure the patient's was administered heparin and the patient's activated clotting time (act) levels were >300 seconds. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. However, field believed pericardial effusion was due to the high act level as well as a low platelet count.